Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited noise oversensing causing mode switch. Programming changes were made and the patient was in stable condition.